Event description:
From staff: patient arrived from or. About 10 minutes after arrival, manifold tubing that carried medications to patient cracked and leaked. IV vasopressors did not infuse into patient so no response to titration. Patient in near arrest, required IV bolus of epinephrine for hypotension. Puddle with blood and fluid found on floor. IV vasopressors were then given via peripheral line with large increase in blood pressure. Blood pressure very labile after incident. Manifold changed to a new manifold.